Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), product type: catheter. Product ID: 8780, serial# (B)(4), product type: catheter. Product ID: 8780, serial# (B)(4), product type: catheter. (B)(4).

Event description:
Information was received from the health care professional via the manufacturing representative regarding a patient receiving dilaudid and bupivacaine (dose and concentration for both was unknown). The indication for use was unknown. The pump and catheter were explanted on (B)(6) 2015 for infection/sepsis (not necessarily related to the pump) and there was no plan to reimplant based on patient's history; the patient has a history of sepsis. It was noted that the issue was not resolved and the patient status was unable to be obtained at the time of this report.

Event description:
Additional information received from the manufacturing representative reported the indication for use of the device was for chronic pain. It was reported that the patient had multiple comorbidities and had been battling sepsis. It was unknown if the sepsis was resolved. No further information was provided.